Event description:
It was reported that the catheter was disconnected from the pin connector. A revision was scheduled to take place. It was later reported that the catheter was found in the subcutaneous tissue and the entire catheter was replaced. The drug used in the pump at the time of the event was hydromorphone. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).